Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: unknown, product type: lead. Product ID: 978b128, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the healthcare professional reported repeated lead migrations with the new surescan leads. They believed that the lead migration rates are much more frequent with the surescan leads than with the old leads. The hcp reported the leads are migrating inwards (ventrally). The last one more than 3 cm. The manufacture representative indicated that as far as they know some of the lead migrations have been solved by revision surgeries, others by reprogramming. They did not have detailed information at this stage.